Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they had high blood glucose value. Customer¿s current blood glucose value was 236mg/dl and earlier it was 424mg/dl and 382mg/dl. Customer treated with the pump and pen. Customer was assisted with high pressure test and it passed. Customer reported that they had not contacted their doctor regarding the high blood glucose values. Insulin pump will not be returned for analysis.